Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The sample has been discarded by the user; therefore, the investigation cannot be completed.

Event description:
It was reported that approximately 1cm of a recanalization catheter detached into the sfa after 4 minutes of activation of the device. No intervention was attempted; the detached catheter segment remains in the pt. No further treatment was performed. Pt is asymptomatic.